Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s ilet pump was in bg run mode because the dexcom g7 sensor had been paired to the phone rather than to the pump, resulting in the pump not receiving sensor glucose and displaying ¿dosing stops soon¿ until corrected. After guided troubleshooting, the user connected the g7 sensor to the pump and the pump resumed automated dosing with a displayed glucose of 207 mg/dl. Symptoms included hyperglycemia. Outcomes included restoration of automated insulin dosing with no hospitalization. Investigation included product troubleshooting and user education to pair the cgm sensor to the pump. Investigation of this case revealed user setup error leading to loss of cgm data to the pump, which caused automated dosing to stop until the sensor was correctly paired. It was concluded, based on previously established findings for similar reports, that the cause was user error.